Manufacturer narrative:
This device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
Sales consultant reported that revision was required to remove tfn nail from patient's right hip due to non-union. A conversion to a total hip replacement was also made on the date of revision. Revision was performed without incident. This is report three of three for complaint (B)(4).